Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 10. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and inflammation. No further patient complications were reported.